Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing a blister, pain, burning sensation, and itches had occurred while wearing the pod longer than 48 hours. It was also mentioned that the patient had covid 2 weeks prior and has hashimoto's disease. Patient visited dermatologist and was treated with a prescription of steroid cream. Patient also did cortisone creams, tegaderm, nasonex, and zyrtec.